Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, loss of capture was noted on right ventricular (rv) lead. The physician attempted to revise the rv lead, however, the lead helix experienced rotational issues and subsequentially, the rv lead was explanted. The physician alleged fibrotic encapsulation of the lead to be the cause of the event. The patient was in stable condition following the procedure.